Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Dräger derives the following: the device responds to various conditions with a shut-down of automatic ventilation to protect the patient form potentially hazardous output or to prevent from serious damages to the ventilator unit. The device design facilitates a piston ventilator driven by a step motor, the piston has a diaphragm which is rolling during up and down movement of the ventilator piston. It has to be kept in place by vacuum pressure to avoid wrinkling and damage. Resulting from that, a perforation will lead to loss of the vacuum pressure whereupon the device will shut down automatic ventilation for the reasons mentioned before. The device is subject to routine inspections, all wear parts have to be checked for their actual states and appearances, and for some of them (like the piston diaphragm), intervals for preventive replacement have been defined. Without inspecting the device and/or the named parts, dräger can neither confirm nor deny a causal connection between these parts and the ventilator failure. However, the fact that all three parts for which the necessity for replacement was identified are wear parts with preventive exchange intervals would suggest that lack of preventive maintenance was a major contributing factor in the event. It is recommended to the hospital to have the device checked by dräger and have it repaired under use of original dräger spare parts; dräger does not sell these to external.

Event description:
Dräger received an ufr in which it was stated that automatic ventilation stopped during a surgical procedure. As per report, the event did not lead to harm for the patient. It was further mentioned that the piston diaphragm of the ventilator, the internal battery and a filter needed replacement.